Event description:
The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device (specific date not reported).

Event description:
Per the clinic, the patient experienced wound breakdown around the implant site. The patient then underwent skin revision (date not reported); however, this did not alleviate the problem resulting in a decision to explant the device. Explant and reimplantation is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced an infection around the implant and was treated with oral and topical antibiotics (date and duration not reported). It was also reported that, the patient underwent skin grafting twice (prior and during the explantation).